Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2009) is considered to be a best estimate. This emdr represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2010 - patient was diagnosed with bilateral hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device 1 - left and device 2 - right). Per operative notes, "a small incision was made in the lower abdomen in the left inguinal region. The left inguinal hernia sac was dissected out. A 3dmax mesh (device 1) was placed into the left inguinal floor and secured it with sutures. Another incision was made into the right inguinal floor. The hernia sac was dissected out. A 3dmax mesh (device 2) was placed into the right inguinal floor and secured it with sutures." On (B)(6) 2019 - patient was diagnosed with bilateral reducible recurrent inguinal hernias, pain, thereby underwent laparoscopic repair of a left recurrent direct inguinal hernia with implant of unknown mesh and repair of a right recurrent direct inguinal hernia using existing old mesh (device 2). Per operative notes, "an incision was made into the left inguinal region. The hernia sac was dissected out. An unknown mesh was placed into the left inguinal region and secured it with sutures. Another incision was made into the right inguinal floor. The hernia sac was dissected out. The old mesh had become dislodged from its attachments. The old mesh (device 2) was attached again with sutures again with good coverage primarily."